Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that it was noticed during a procedure, the peek cci was too large and needed to be cut down to fit appropriately.

Manufacturer narrative:
The reported event could be confirmed as intraoperative images were provided showing the compromised fit of the implant in the temporal region and the inability to insert the implant into this region. The sales representative provided the following additional information: because the curvature of the implant was going inwards to meet with the void, the implant sat too proud. About where the implant started to curve in, it was cut. Little to no temporalis muscle was left at the time of surgery and the highlighted calcification was removed. The scan was ~6 months old at the time of implant order, but the latest scan available. An analysis of the implant design and all quality relevant steps was performed by the peek cci design team. It showed that all steps were performed in accordance to the applicable freqi procedures. The implant is designed as it got requested through erequest with a temporal pop out and the 10 mm temporal trim. In conclusion, the implant was designed as requested by the customer. The main contributing factor is assumed to be the age of the CT scan, and a misunderstanding of the design options for a peek implant. Both were pointed out to the sales representative. Overall, the implant was designed according to all quality instructions, and manufactured to specification.

Event description:
It was reported that it was noticed during a procedure, the peek cci was too large and needed to be cut down to fit appropriately.